Event description:
It was reported that a patient with no known allergy or sensitivity, experienced excoriated itchy skin surrounding where the dressing had direct contact. A primary dressing had been used under which skin appeared normal.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. Insufficient clinically relevant information was provided to perform a thorough medical investigation. However, unable to rule out concomitant therapies/dressings/treatments and/or a rare, unidentified sensitivity to the silicone adhesive as possible contributing factors to the reported event. Should clinical documentation be provided, the medical assessment may be re evaluated. No further medical assessment is warranted at this time. The complaint sample was assessed and no anomalies detected. The retained sample for this code/lot was also evaluated and found to be acceptable. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. The investigation did not find any product defects or manufacturing issues which could have caused the complaint so no action will be taken at present. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.